Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device- 6 years and 2 months no further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2008. It was reported that the patient expired on (B)(6) 2015 due to a brain bleed. The pump was not explanted and it will not be returned for evaluation. No additional information provided.

Manufacturer narrative:
A direct relationship between the left ventricular assist system (lvas) and the reported event could not be determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.